Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the PICC procedure, the catheter was not inserted due to the defective sheath, so the catheter was cut several times and tried to be inserted, but it did not. The procedure was completed using the same product". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components of a PICC kit including one catheter, needle, and guidewire assembly. Further clarification was requested of the customer, and they confirmed that they intended to report on damage to the peel-away sheath. However, the peel away sheath was not returned for analysis. Visual analysis revealed no obvious defects or anomalies with the returned components. The catheter was intentionally severed, which is consistent with the customer report that "the catheter was cut several times". A device history record review was performed based on a potential lot from sales history, and relevant findings were identified. A non-conformance was created for part number eb-01041-002 with batch 34c24a0279 regarding "peel-away sheath tears incorrectly". Without the sheath returned for analysis, it cannot be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit, instructs the user, "precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of peel-away sheath damage was not confirmed through the complaint investigation of the returned sample. The peel-away sheath was not returned for analysis. Therefore, relevant visual, dimensional, and functional requirements could not be performed. Based on the customer report and without the peel-away sheath returned for analysis, the potential root cause could not be determined at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the PICC procedure, the catheter was not inserted due to the defective sheath, so the catheter was cut several times and tried to be inserted, but it did not. The procedure was completed using the same product". No patient harm or injury. The patient status is reported as "fine".